Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as a potential cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle being difficult to remove could not be determined based upon the information provided and without a sample.

Event description:
The needle in the kit was used to place the catheter and during the attempt to remove the needle it became lodged and stuck in the patients back. Additional information indicated that approximately 3cm of the skin was tenting on removal, the catheter was being stretched but it remained intact. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The needle in the kit was used to place the catheter and during the attempt to remove the needle it became lodged and stuck in the patients back. Additional information indicated that approximately 3cm of the skin was tenting on removal, the catheter was being stretched but it remained intact. There was no reported patient injury.